Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The peritonitis was manifested by cloudy effluent. The patient was not hospitalized for the peritonitis event. The cause of the peritonitis was unknown. The patient was treated with intraperitoneal gentamicin (30 mg daily, duration not reported) and intraperitoneal cefazolin (one gram daily, duration not reported). At the time of this report, the patient was recovering from the event. Physioneal and extraneal therapies were ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: it was reported during follow up that on (B)(6) 2015, treatment with gentamycin and cefazolin was discontinued and the patient had recovered from the peritonitis event. The sample was not returned for evaluation; therefore, a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.